Event description:
The epicor cinch was connected to the machine. During the self test, the screen displayed "4 damaged cells." I disconnected the cinch and reconnected the cinch to machine. The machine performed another self test. Again the display read "4 damaged cells." I turned the machine off, then repeated the process. After the damaged cells displayed the third time, we removed the cinch from the field and opened a new one. The new one worked. The damaged one was never used on the patient.